Manufacturer narrative:
(B)(4). Date sent: 07/27/2020. Batch # t5ew58. Per photographic evaluation: the photos show tissue with a staple line what appears to be as expected, no anomalies could be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: does the surgeon believe that there was an alleged deficiency of the cdh29a device that contributed to the reported issue or were there other contributing patient factors? ¿ not sure on that point. Basically the surgeon is very self-critical and also questioned his performance at the beginning. He cannot imagine that the cdh29a has an alleged deficiency but cannot rule it out either. Other contributing patient factors (like chemotherapy or radiation) were not given. What were the indications for surgery? ¿ diverticulitis. What healthcare professional fired the device and what is his/her experience with the device? ¿ head surgeon with over 15 years of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ between middle and low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ every time. Was the device difficult to close? ¿ no. Was the device difficult to fire? ¿ no. Did the healthcare professional receive audible & tactile feedback when firing the device? ¿ yes. Were the donuts inspected? If so, please describe. ¿ yes, had a good / desirable shape was a complete transection of the white breakaway washer visually confirmed? ¿ yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ¿ no, staples and the anastomosis looked good, bubble test was done without any anomalies. Was the staple line visualized endoscopically during the surgical procedure? ¿ yes, for final inspection the surgeons visualize the staple line respectively the anastomosis if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that following a lap sigma: the patient had no radiation or other aggravating indicators or comorbidities, good general condition on the 4th postop day - abdominal pain, inflammation symptoms, increasing blood parameters. The chief physician used and triggered the devices. All relevant necessary handling steps were followed, donuts completely and closed. No leaks in the bubble test. The patient was endoscoped on the 4th postop day due to the symptoms. The row of staples was clipped with a bear's claw and closed. After antibiotic treatment, patient is fine now.